Event description:
It was further reported via a literature article that both the lv and ra leads exhibited an increase in thresholds. Radiographs performed at the office visit showed the migration of the ra and lv leads into the superior vena cava - ra junction and the leads appeared to be coiled around the device. In addition, the cardiac resynchronization therapy defibrillator (crt-d) had migrated from its original location. The device was explanted along with the leads due to normal elective replacement indicator (eri).

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: case report: lead macro dislodgement: an unusual case of late-onset reel syndrome. Cjc open. 2024. 6;104-107. Doi: 10.1016/j.cjco.2023.11.012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: 3093-28 lead implanted: (B)(6) 2015, 3058 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right atrial (ra) lead dislodged and were explanted. No patient complications have been reported as a result of this event.